Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine office visit, noise, intermittent high pacing impedance, and non-capture were noted on the right ventricular (rv) lead. The patient was noted to have received inappropriate anti-tachycardia pacing due to suspected oversensing on stored episodes. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.